Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had connector detached. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, additional information and correction. Updated fields: b5, h2, h6, h11 corrected fields: d8, d9, h3 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector of print circuit board damaged, loose receptacle connector and image flickering due to faulty receptacle unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The issue occurred during an unspecified therapeutic procedure during set up / inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. And due to a correction required. . The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.